Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage to the centre of the stent. Stent strut rows 13-15 from the distal end of the stent were damaged and deformed. The remainder of the stent struts appear undamaged. The crimped stent outer diameter (od) was measured and the undamaged section of the stent was within max crimped stent profile measurement. The balloon cones were reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. During introduction of a 2.75 x 32 synergy¿ drug-eluting stent, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During introduction of a 2.75 x 32 synergy¿ drug-eluting stent, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.